Event description:
"Feeding tube (8fr.) Used in attempt to catheterize infant. Unable to remove. X-ray taken. Tube found to be in knot in urethra. Pt taken to surgery & tube removed successfully. Investigation reveals no device malfunction or defect."